Manufacturer narrative:
UDI: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07275. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve and a double curve watchman® access system (was) and one 27mm and two 30mm watchman ® laa closure device & delivery systems (wds) were used. The double curve was used along with the 27mm wds and one 30mm wds. The closure devices did not meet release criteria and were both fully recaptured with no patient complications. An effusion sweep was performed after the recapture of both the 27mm and 30mm closure devices. There was no presence of a pericardial effusion following both of the sweeps. The decision was then made to change to the single curve was and use another 30mm wds. This device was deployed, but also did not meet release criteria and was fully recaptured. At this time the procedure was aborted. Post procedure pericardial effusion sweep was performed and it was noted that a pericardial effusion was present. The patient was given protamine for this event.